Manufacturer narrative:
The technician found the side rail latch is bent. The technician replaced the side rail latch to resolve the issue.

Event description:
The account alleged the side rail will not latch in the upright position. No pt impact.